Event description:
Respiratory therapist went to use ventilator and found that the hospital configuration was gone. The manufacturer told me to send event logs over to them. I sent the event log and here is the response: I did see error code 000001.00002 = s16 core mm/dd at 3:31.error = the system is not ready for a period of 8 seconds. The system has performed a restart.possible causes = software module s16 has detected an error and requested a system restart. Errors in other hardware modules may have caused this code to be generated.error code 000256.00002 at 3:36.error = general error in communication with m10 node controller. The node controller affected is indicated in the info log free text. There may be multiple node controllers. No communication possible between top level and subcomponent, or communication error. Possible causes = m10 node controller is damaged or error in m10 firmware in module. The cable connection was cut. Incompatible m10 node controller software versions.it is recommended to reinstall the software to the m16. Check the cable between the c500 and vn500.it could possibly lead to the replacement of the m16 or the c500.